Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Acute pain without any trauma (B) (6) 2009. Decreased hip function. X-ray shows factor of stem.